Event description:
On 03/20/2009, the pt reported that air bubbles formed in his infusion tubing at the infusion site connection after priming. He stated that as a result he experienced elevated blood glucose of 160-389 mg/dl throughout the night. His normal blood glucose level is 80-120 mg/dl. He stated that he changed his infusion tubing this morning and air bubbles again formed in the tubing. He stated that he does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device and he does not properly adjust the piston rod. He was assisted with properly changing the insulin cartridge and priming the infusion tubing. Initially, there were no air bubbles in the infusion tubing after priming, but bubbles began to form by the end of the report. He was sent replacement infusion sets. Upon follow up on 03/24/2009, the pt stated that he began using the replacement infusion tubing and he continues to experience air bubbles. The pt was sent replacement adapters and was advised to switch to his backup infusion device. Upon follow up on 03/27/2009, the pt reported that he continues to experience air bubbles with the replacement infusion sets and adapters while using the backup infusion device. A request for additional training was submitted. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion sets were requested to be returned for eval.